Event description:
It was reported that a user experienced an elevated blood glucose while using the ilet, with sensor glucose decreasing to 70 mg/dl, the user self-treated with fast-acting carbohydrates, and glucose subsequently rose to 279 mg/dl, after which the ilet delivered correction. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution with device-directed correction. Investigation included review of device data and user-reported history, along with troubleshooting and education regarding treatment of low glucose and prevention of rebound hyperglycemia. Investigation of this case revealed no device malfunction reported and an unclear cause of the hyperglycemia following self-treatment without confirmatory fingerstick at 70 mg/dl. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.